Event description:
It was reported that during implant the right ventricular lead stylet would not go to the end of the lead and the helix would not extend. The lead was not implanted and another lead was used. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. The defibrillator conductor was distorted. The connector pin was bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the stylet was bent. Visual analysis noted that the lead was damaged at implant. The lead was returned with 4.5 cm of the stylet not inserted into the lead. The connector pin is bent and would not allow the 4.5 cm of stylet to be inserted into the lead. Blood and tissue were visible in the helix. The connector pin was bent back to remove the stylet in order to perform tests.